Event description:
The ge oec 2800 uroview fluoroscopy system would not boot up. The customer reported that system was left on and there had been thunderstorms that may have affected the system.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective resistor on the surge suppressor pcb. The surge suppressor pcb was replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative patient effect was reported because of this malfunction, that occurred during a procedure.